Event description:
It was reported that there was high svc impedance greater than 200 ohms and a possible lead fracture the svc coil was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received if additional relevant information is received, a supplemental report will be submitted.